Event description:
Pacemaker stopped pacing and patient 'passed out' with low heart rate. Pacer was intermittently pacing and patient was taken to ER.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis found that the reported no output condition was the result of capacitor leakage caused by a cracked capacitor.

Event description:
It was reported the device stopped pacing, and the patient 'passed out,' with a low heart rate (complete heart block). The device was intermittently pacing, and the patient was taken to the emergency room. The device was explanted and replaced. The patient later reported that he had some memory problems since his heart rate dropped below 20, with his old device. No further patient complications have been reported as a result of this event.